Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore ,consider this report complete to the best of our knowledge.

Event description:
Customer's nurse reported that the insulin pump was not delivering insulin. The blood glucose reading was 381 mg/dl. Customer was treated with manual injections. She also reported an emergency room visit for high blood glucose and diabetic ketoacidosis. The blood glucose reading at the time of the event was 693 mg/dl. Customer was not receiving the insulin, got a weird feeling and had fallen at her home. She was wearing the insulin pump at the time of the emergency room visit. The nurse stated that the drive support cap appeared to be normal and recessed. No air was found in the tubing and no leaks were found. A manual prime was run and insulin did exit the tubing. Nothing further was reported.